Event description:
The patient called alleging that the meter displayed erractic readings on the lifescan meter. The patient receive a 156 and a 96 mg/dl and did not experience any symptoms. The readings were done less than 10 minutes from one another. This case is being reported as a strip malfunction, since the test strips were damaged.